Manufacturer narrative:
The customer¿s report of the pump module losing connection was confirmed. The pcu event log showed that on (B)(6) 2016 at 11:09pm, an infusion of norepinephrine was started on pump module s/n: (B)(4). On (B)(6) 2016 at 3:34am, pump module s/n: (B)(4) was attached and beginning approximately 1.5 minutes later, registered as being detached and reattached a total of 7 times. A few seconds later, a channel disconnect alarm occurred for pump module s/n: (B)(4). Both devices were reattached and the infusion restored on pump module s/n: (B)(4). Approximately 11 seconds later another channel disconnect alarm occurred with both channels registering as being detached. Both devices were reattached and additional channel disconnect events continued to occur until 4:04 am when the system was powered down. Both pcu iuis showed signs of corrosion and contamination with evidence of fluid ingress behind them. The left iui board had corrosion present on its contacts. Pump module s/n: (B)(4)showed signs of corrosion and contamination on both iui connectors. Signs of fluid ingress were found inside the rear case and on the bezel, which also had corrosion. Pump module s/n: (B)(4)was not received. Testing of pump module s/n: (B)(4) resulted in replication of a channel disconnect when placed on the left side of the pcu but not on the right side. The cause of the pump modules losing connection was determined to be contamination of the iui connectors.

Event description:
The customer reported that a communication error occurred, but when the unit was tested no problem was found. The pump reportedly lost connection and the patient's blood pressure dropped. No other event details are available; there is no report of lasting effect or medical intervention.

Event description:
Copy of customer's medwatch received: "an alaris pump failure caused patient harm. The alaris pump brain was ce 10317. It was sent to biomed. The patient's blood pressure dropped but was able to rebound with new pump. Channel 1 ce 75168; channel 2 ce 69247."